Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
Initially the customer called for assistance programming the insulin pump. The customer was taken to the emergency room for treatment because her blood glucose dropped to 25 mg/dl. The customer stated that she did not eat all day because she was taking pain pills and was sleeping a lot. The customer was assisted with the insulin pump programming. Nothing further was reported.